Event description:
It was reported to philips that the system does not start up. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system did not start up. Review of the log file showed internal software errors and software was corrupted. Upon troubleshooting, fse resolved the issue by reinstalled the software of the entire system and reloaded the backup. After that, the system was returned to good working condition. The codes were updated based on the investigation outcome.